Event description:
It was reported that caller experienced cartridge alarm with tandem mobi pump, and cts confirmed cartridge alarm 34 on pump that had history of similar alarms. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump and would rely on alternate insulin method if necessary, while cts arranged replacement pump under warranty.